Manufacturer narrative:
Model and serial number of the subject pacemaker are unknown. It is unknown if the subject pacemaker was implanted.

Event description:
Reportedly, physician complains that there was pacing inhibition directly after connecting the leads to the subject pacemaker, in a patient who is pacing dependent.

Manufacturer narrative:
Serial number remains unknown.

Event description:
Reportedly, physician complains that there was pacing inhibition directly after connecting the leads to the subject pacemaker, in a patient who is pacing dependent.